Event description:
Device 2 of 3. Reference MFR report #s: 1627487-2011-08253, 08255. The pt received the scs system on (B)(6) 2011. It was reported that the pt was experiencing inappropriate therapy when the stimulation was turned up high. The pt also experienced pain in the pocket site. The lead contacts had invalid values. The device was reprogrammed using one lead and later was re-pocketed. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.